Event description:
It was reported that the external pulse generator (epg) switched pacing modes without any user interaction. The epg was returned for repair. There was no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) switched pacing modes without any user interaction. The epg was returned for repair. There were no patient complications reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) switched pacing modes without any user interaction. The epg was returned for repair. There was no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the lower case was broken and contaminated, the upper case was dented and contaminated, both bail covers were missing, the ring cover was contaminated, the battery contacts were compressed, both bails were missing, the ring was bent, and the keyboard was scratched.